Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer report number: 3006705815-2019-04355. It was reported that the patient had their scs system explanted the same day it was implanted due to constant pain in the left hip. The physician was unable to come to a conclusion as to why the patient had the pain.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.